Event description:
The patient 'coded' while being monitored. The device was used to deliver defibrillator energy to the patient. The patient ECG degraded to an asystolic ECG. Reportedly, when an attempt was made to administer pacing therapy, the device pacer would not turn on when the pacer switch was actuated. A backup device was obtained and was used to continue patient treatment. The patient was resuscitated. The reporter stated patient treatment was not affected, due to use of the back-up device.